Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the nozzle of the subject device was clogged. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign material. This report is being submitted for foreign material. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (clogged nozzle) was confirmed. It was observed the air/water supply was insufficient, and the water removal ability was out of specification, due to clogged nozzle. In addition to foreign material in nozzle, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear to the angulation wire. The adhesive on the bending section cover was cracked, clouded and chipped. The adhesive around the objective lens, and the light guide lens was clouded. The plastic distal end cover was crushed, the connecting tube was scratched, the objective lens was blemished, the switch button #4 was worn, and the light guide tube was wrinkled. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.